Event description:
During implantation of a 26mm sapien xt valve, the balloon ¿watermelon seeded¿ from a 50:50 position to a high position in the aortic annulus, and then embolized into the aorta. At last communication, one day post procedure the patient was very stable. As reported, this was a valve-in-valve procedure. The original 23mm sapien valve had been implanted in a too ventricular position (lvot) approximately 2 years prior. The patient remained stable so the valve was left alone. Due to recurrence of symptoms, a 26mm sapien xt valve was chosen for implantation. Balloon valvuloplasty (bav) was not performed in an effort to not disrupt the previously implanted valve in the lvot. The original 23mm sapien valve and the 26mm sapien xt valve overlapped by less than 1 full cell, and not concentrically across the valves. With a very slow deployment, the sapien xt valve was deployed in a 50:50 position. In the final second of deployment, the 26mm xt system ¿watermelon seeded¿ out of the sapien valve in the lvot, pushing the sapien xt valve aortic so that it sat approximately 95:5 on non-coronary cusp (ncc) and 100% aortic left coronary cusp (lcc). The patient remained stable. Coronary flow was patent. A decision was made to deploy a second sapien xt valve (2ml below nominal volume). The valve was deployed very slowly in a 50:50 position. The valve moved slightly aortic during deployment but remained 70:30 a/v in the annulus. The first 26mm valve was now embolized in the aorta around the delivery system. The patient remained stable. The valve was clearly very under filled and was anchored but visibly was too small. Severe paravalvular leak (pvl) was noted. The delivery system was pulled back (more aortic) to keep the distal end of the balloon out of the initial sapien valve¿s skirt. Inflation was performed with 20ml of volume and again the valve moved slightly more aortic. An additional 2 ml was added and inflation was partially performed with a small amount of movement noted so inflation was aborted. The delivery system was advanced so the distal end of the balloon was in the initial sapien valve with the main body of the balloon at the skirt of the sapien xt valve in the annulus. A final short inflation was performed with small movement of the valve seen. The final position of the sapien xt was 98:2 lcc, 90:10 ncc. Final echo and angio revealed trivial pvl, and no central aortic insufficiency (cai). The patient was transported to ICU in stable condition. The native annulus measurement was 23mm by tee and 21mm x 24mm with an area of 445mm2 by CT. The ejection fraction was 20%. The native leaflet calcification was severe. During deployment of the second valve, loss of pacing capture was noted. Per report, the 26mm sapien xt delivery system was unable to expand the 23 sapien valve, specifically the skirt, and the valve ¿watermelon seeded¿ towards the aorta.

Manufacturer narrative:
Per the instructions for use, device embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified aortic leaflets, preserved ejection fraction, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, procedural factors (inflation of a 26mm delivery system in a 23mm valve skirt) caused the valve to embolize into the aorta. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.